Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device not working. The customer's blood glucose was unknown at the time of call. Customer stated no delivery issue and still unresolved after several set changes. Customer does not feel safe using the device and feels is not working properly. Advise sending replacement product. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device received with corroded battery tube noted.